Manufacturer narrative:
Result: known inherent risk of procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed leakage underneath the strain relief, as well as a severe kink approximately 1 inch distal to the strain relief. There was also a complete break on the balloon shaft with a 360 break on the shaft distal to the y-connector on the balloon shaft. A kink was also noted under the strain relief. Dimensional analysis of the balloon shaft outer diameter (od) at the break met specification. In this case, the complaint for leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked or pulled during the procedure, causing the observed damage, it is also possible that a manufacturing related process may have also contributed to the break in the shaft. A definite root cause of the break in the balloon shaft cannot be confirmed at this time. A CAPA has been initiated to further investigate this issue and implement corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards (B)(4) affiliate, during the transfemoral tavr procedure, a leak occurred at the level of the locking wheel of the commander delivery system during the deployment of a 26mm sapien 3 valve. As a result, the valve was partially deployed. The inflation device syringe was refilled and the valve was post dilated with good results. No consequences to the patient were reported.